Event description:
It was reported to philips that the heart start xl defibrillator pacemaker does not work properly. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.